Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used in the colon during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare failed to deliver current and failed to cut the target polyp. The snare loop became embedded in the patient's tissue and was difficult to remove. The embedded device was successfully removed without additional intervention. The procedure was completed with a different device. There were no patient complications reported as a result of this even. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used in the colon during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare failed to deliver current and failed to cut the target polyp. The snare loop became embedded in the patient's tissue and was difficult to remove. The embedded device was successfully removed without additional intervention. The procedure was completed with a different device. There were no patient complications reported as a result of this even. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Age or date of birth: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Initial reporter name and address: (B)(6). Problem code 1212 captures the reportable event of snare loop embedded in the patient's tissue. Problem code 2587 captures the reportable event of snare loop failed to cut. Investigation results: visual evaluation of the returned device found that the loop was bent and it was noted that the cautery pin does not have any anomalies. Functional analysis showed that the device passed the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 6.7 ohms, within manufacturing specifications. Based on the information available and the analysis performed, the most probable root cause classification is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Model number updated.